Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and elevated ions. Update 29 may 2019 (B)(4) has been re-opened under (B)(4) due to receipt of pcf and medical records. After review of medical records patient was revised to addressed infected right total hip arthroplasty. Operative notes indicated pain, radiology revealed gross pus. Upon incision, encountered a pocket of purulence. Debridement of some necrotic appearing tissue was done. Added account name, law firm, lawyer, medical history, age and date of birth of patient, expiration date of liner and head, cup, screws and apex hole eliminator in impacted products. Corrected date of revision and patient's initial. Doi: (B)(6) 2008, dor: (B)(6) 2008, right hip 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.